Manufacturer narrative:
(B)(4).

Event description:
It was reported a revision surgery was performed to replace the patella and remove the broken inlay.

Event description:
It was reported the revision surgery was performed due to treating resistant retro-patellar pain with radiologic subluxation of patella towards lateral.